Manufacturer narrative:
(B)(4). Date sent: 8/17/2017. Batch # p55x59. (B)(4). Additional information requested and obtained: what were the indications for surgery? --- no information from the hospital. Was the device difficult to close? --- no. Did the patient undergo preoperative radiation or chemo therapy? --- no information from the hospital. What color cartridge was being used? --- green (gst60g) was buttressing material used? --- no information from the hospital. Did the device cut and staple? If so, how far? --- dr. Said the knife stopped as soon as starting of 1st fire. After changing battery, the device cut and staple properly. Is the colostomy permanent or temporary? --- temporary. What was the reason for the colostomy? --- dr. Said that just to be safe. Was a different reload used after changing battery? --- no. Was the original device used on patient after changing battery? --- yes. Was the procedure completed with a 2nd device? --- no. After changing battery, the 1st device could be used properly. What is the current patient status? --- stable. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic low anterior resection, the knife stopped soon after started moving as if the device was locked out. The doctor noticed the motor sound was different from usual. The device was used on rectum. The device could be fired with the new battery. A covering stoma was created for precaution. Another device was used to complete the case.